Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited consistent far field r-waves oversensed on atrial channel on episode and current electrograms (egm), and undersensing during atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No patient complications have been reported as a result of this event.